Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge on the pump for insulin therapy. Customer's blood glucose ranged from 129-130 mg/dl.